Event description:
It was reported that the patient passed away due to multisystem organ failure (msof). The msof was caused by a complicated post op course requiring multiple vasopressors for right ventricular (rv) support, which ultimately led to msof and withdrawal of care. The outcome was not considered to be device or therapy related. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
H6- 3261 - multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported multi-system organ failure (including right heart failure) and subsequent patient outcome could not be conclusively determined through this evaluation. The device was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU, ¿introduction¿, lists various forms of organ failure (including right heart failure) and death as adverse events that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.